Event description:
Received dermal filler sculptra in 2006, which left a small lump on left side of face. It wasn't visible, so did not see physician about it until it started migrating to the surface. Physician sent to lab and it had turned to carcinoma.